Manufacturer narrative:
Vyaire complaint (B)(4): any additional information provided by the customer will be included in a follow-up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that a nurse was repositioning the temperature-probe cover, she lifted off the cover (hydrogel heart) and discovered that the temperature probe sensor had embedded into the skin of a neonate. The infant was reported to have sustained a skin tear. Area of erythema 0.5cm x0.5 cm noted over right mid abdomen due to temp probe burn; placed hydrogel dressing over the area and lesion is improving, no jaundice.

Manufacturer narrative:
Additional information: the customer explained that there was a hydrogel heart shaped patch on the probe when the issue occurred. The round foam patch was never applied to the infant. The nurse and medical team believe the wound was caused by pressure. There were no abnormal temperature readings. Investigation results: sample was not returned for evaluation. The customer had not used the component (round foam patch) supplied with the sensor possibly leading the reported event. A root cause could not be determined.